Manufacturer narrative:
H10: a complete device evaluation was conducted by the philips authorized service provider (asp) and no failure was identified. The device was confirmed to be operating per specifications and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting error code 1203 (low leak co2 rebreathing risk exhalation) appeared on the v60 ventilator during a preoperational check during field change order (fco) implementation. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and reported error code 1203 (low leak co2 rebreathing risk) alarm message indicating the exhalation port may be occluded. The asp postponed the fco service activity and removed the device from service. Investigation is ongoing.